Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. The first target lesion was 85% stenosed and complex lesion in the mildly calcified ostial left main coronary artery. Pre-dilatation was performed with 2.00 x 15mm non boston scientific balloon catheter. A 3.5 x 32mm synergy stent was then deployed in left circumflex to ostia. The physician then tried to deploy a 3.50 x 38 synergy drug-eluting stent in lm to left anterior descending (lad) with dk crush technique. However, it was noted that the distal edge of the 3.50 x 38 synergy drug-eluting stent was damaged and squeezed. The device was removed and put another one to complete dk crash. There were no patient complications nor injuries reported. The patient status was stable.